Event description:
Heartflow identified a potential computed tomography (CT) dataset was incorrectly accepted for processing an analysis.

Manufacturer narrative:
As part of heartflow's internal review, we identified a potential computed tomography (CT) dataset was incorrectly accepted for processing the heartflow analysis. Hfid# nhic-24hxhj-nzrb: the investigation determined heartflow incorrectly assessed image quality in this dataset during the acceptance of this case due to misinterpretation of the CT data by the automated technology and inspection process. The accuracy of this heartflow analysis cannot be confirmed due to the decreased confidence in modeling through artifact-affected regions. The customer was notified of the investigation results. The physician has not indicated a safety event with the patient at this time. A supplemental medwatch report will be submitted if new information becomes available. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient. The heartflow analysis process is dependent on the quality of the imaging data provided. The ffrct values may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts.